Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The device history record (DHR) was examined to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the mfg that would contribute to this complaint. Upon receipt, it was noted that the tip of the screwdriver was broken off at the end that is used to secure the implant. There appeared to be no other physical issues concerning this complaint. The investigation showed that the material was changed from 440 stainless steel to 465 stainless steel for future builds. This change was to improve the durability and toughness of the device. The certification from the supplier indicated that the hardness was measured as rc=54, which was in spec. Due to the small diameter size of this device, a specimen with a much larger surface area was used to determine the hardness at the supplier's location. In order to perform a hardness test on a small diameter device in a post mfg environment, an alternate method was used, and found to be rc=56.9 approx. A design change was completed in march 2010 to change the material from 440a to 465 stainless steel due to its optimum strength and toughness characteristics, thereby improving product performance. The complaint is determined to be valid due to the over spec hardness reading.

Event description:
It was reported that during a review of the set, the 2.4/3.0mm cruciform screw blade with hex coupling was noted to be broken and removed from the set.